Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was 300. Customer stated she was changing set and went to reservoir set and it stops in the middle. Customer stated the pump will not rewind. The customer wanted new pump and when to speak with supervisor about the issue. The customer ended the call while speaking with supervisor.